Event description:
It was reported that device has an error code 46822, and the battery compartment was damaged. There was no patient involvement.

Manufacturer narrative:
B3 unknown one device was returned for repair in used condition. This device has not been serviced in the past. Performed functional and visual testing. The primary problem of error code 46822 & battery compartment damage was not duplicated. Standard preventive maintenance was performed, and device passed all functional tests after repair.